Manufacturer narrative:
Device passed all manufacturing acceptance testing and quality inspection.

Event description:
Patient not hearing well and complaining of feedback in esteem ear. Patient was seen on (B)(6) 2017 and a fitting was conducted and an appointment was made to see dr. (B)(6) for further investigation. Patient was seen again on (B)(6) 2017 due to concern that there had been no improvement and feedback continued to be an issue. It was decided that due to observed sensor performance data, a revision surgery would be conducted. Revision surgery was conducted on (B)(6) 2017 and sensor dysfunctionality was confirmed with isa testing and capacitance measurements. Sensor and sp were replaced. Upon investigation at facility, it was determined that there was a breech in the lead insulation of the sensor causing reduced performance of the sensor lead.